Event description:
Per the audiologist, the pt slipped and fell. Since that incident, she has not been able to hear with the cochlear implant system. Exchanging external equipment did not solve the problem. Results of an integrity test done in 2008, showed the device was not working. The patient's device was explanted the following month, and a new device was reimplanted during the same surgery.